Event description:
It was reported to philips that the device was "unable to analyze." Additional details have been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. Multiple attempts were made to request information regarding resolution of the reported problem. The customer did not want to proceed with the quotation. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support from the customer care solution center was received.

Event description:
Philips received a complaint on the mrx device indicating that they were unable to analyze. The device was in use at the time of the event but no patient harm was reported.